Manufacturer narrative:
Evaluation results: the injector was not returned, however the iol was returned and visual inspection shows no visible damage. Clear surgical residue on product. No conclusions can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
Reporter stated that the surgeon had difficulty getting the plunger of the injector to catch on lens during loading. No patient contact. Lens model aq2017v diopter 20.0.